Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID: 823162) was implanted due to non-communicating hydrocephalus via ventricular peritoneal (vp) shunt on (B)(6) 2026, at unknown setting. The device was explanted due to suspicion of obstruction. Based on additional information provided, it is unknown if the patient experienced any signs and symptoms due to valve obstruction.